Manufacturer narrative:
Follow-up #1: date of submission 12/27/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/07/2015 with the following findings: on investigation the alleged inaccurate delivery issue was not duplicated. Review of black box data found that the last basal and last bolus was delivered 17 and 18 days respectively before the complaint date. Several manual time changes were observed in the black box history. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidence. The pump¿s delivery accuracy was found to be within specifications. A normal bolus and an audio bolus were delivered and recorded correctly. Unrelated to the complaint, a battery compartment crack was found below the grip pad. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an inaccurate delivery issue with the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.